Event description:
The pt was implanted with an unk graft on or about (B)(6) 2005. It was reported the pt experienced pain, suffering, disability, and impairment.

Manufacturer narrative:
It is unk if this implant is an ams pelvic mesh product or another manufacturer's product. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.